Event description:
Pt elected to have plate removed, screws stripped and surgeon had to close incision and reschedule. Plate was removed in 2008, 5 screws had to have head cut off and shaft left in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.